Event description:
The agiltrac was inflated to 12 atm in an a-v graft in the arm and the balloon ruptured. Resistance was encountered as the device was being withdrawn into the sheath and part of the balloon material was sheared off the device and left behind in the graft. A snare-like device was used to retrieve the entire piece of balloon from the anatomy.